Event description:
It was reported that the customer was hospitalized on (B)(6) 2011 due to high blood glucose levels over 1,000 mg/dl. The customer was also hospitalized on (B)(6) 2011 due to high blood glucose levels between 700 and 800 mg/dl. During the call, the customer was experiencing high blood glucose levels. The mother stated that the blood glucose levels were not registering on the glucose meter. The mother stated that the customer was not feeling well, and she would be taking him to the emergency room. Advised the mother to call back for troubleshooting when she is able to. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.